Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. (B)(6). Customer has indicated that the product will not be returned [hospital discarded] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a bunionectomy, the drill tip fractured into multiple pieces in the patient's right toe and some fragments remain in situ. No additional patient consequences have been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products : hdls cmpn scr 3.0x16 ns, cat#: 110018451 lot#: ni. Hdls cmpn scr 3.0x20 ns, cat#: 110018453 lot#: ni. Hdls cmpn scr 3.0x26 ns, cat#: 110018456 lot#: ni. K-wire 0.9x70mm ns, cat#: 110018526 lot#: ni. T7 driver cann ao, cat#: 110018531 lot#: ni. 3.0 head relief drill ao ns, cat#: 110027747 lot#: ni (qty 2). K-wire 0.9x70mm ns, cat#: 110018526 lot#: ni. Investigation of the incident is currently ongoing a follow up/final report will be submitted when additional information becomes available.